Event description:
Biomed/trimedx performed the yearly (prn) test on anesthesia machines. In the process of performing this maintenance, a black mold looking substance was discovered on the inside of these machines. This event was relayed on the ge company, rep, field manager to discuss these concerns. MFR educational, guidance, materials and manuals were limited and even missing sections of the instruction manual. They are very limited in regard to cleaning techniques necessary, or any other instruction to prevent "mold appearing" or after from reappearing. Without any prior knowledge or training we are now implementing a process to sterilize these pieces more frequently on a quarterly basis and as needed per pt condition. In addition we have added special filters to reduce the moisture in the breathing circuits during ease use. Worked with infection control nurse and did an environmental culture on an anesthesia machine (fungal). The results after 4 weeks were negative.